Manufacturer narrative:
Patient with a bmi of 45 and no history of neck surgery or trauma underwent vaser liposuction followed by renuvion to the lower face / neck. Vaser settings were (2.9mm/5 groove, 30% v mode) for a total time of 7:40. The renuvion apr device (UDI-di (B)(4) settings were 75% power and 1.5 lpm of helium flow, with a total of 10.4 kj delivered energy. Twelve days after the procedure the patient presented with spontaneous and rapid swelling. They had a large neck hematoma which was evacuated via a transverse neck incision in the ER. There was a single bleeding vessel along the mid right jawline. The patient did not recollect any precipitating event or concern. The patient has progressed well, and the doctor states they will work to minimize the scar. Over-treatment of a targeted area or using combination therapies causing bleeding, hematoma, or seroma, are known potential complications for liposuction procedures and renuvion technology.

Event description:
The patient presented with spontaneous swelling on their neck twelve days after a procedure in which renuvion was used as part of the overall surgical treatment.